Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing low flow alarms after an outflow cannula stenting on (B)(6) 2026. The log files were submitted for review. The log files captured low flow events on (B)(6) 2026, (B)(6) 2026 and (B)(6) 2026. There were also several low flow flags which did not persist long enough to trigger low flow alarm which occurred at times when the pulsatility index (pi) was elevated. There did not seem to be any type of mechanical circulatory support (mcs) equipment issues that could have cause the events.